Event description:
20 y/o female admitted for an elective cholecystectomy. While trying to attempt a common duct exploration, noted the scope would not reach the duct stone due to poor flexion. The scope exhibited only 70 degree flexion instead of 160 degree flexion. The laparoscopic surgery was converted to an open procedure to remove the common duct stone. No adverse outcome was noted to the pt.